Event description:
Pt complained of patella problems. Surgeon then diagnosed the patella to be loose. Interoperatively surgeon noted the pegs had sheared off from the patella. Surgeon also found significant wear on the tibial insert. Pt was revised.